Event description:
Customer reported that the numbers on the insulin pump were ramping up during prime. Blood glucose value is 241 mg/dl; treated with manual injection. Customer stated that the insulin pump has a crack from left to right. The insulin pump passed the displacement test. Customer stated that the night before the insulin pump went up to 10 units and then stayed there. She disconnected and allowed screen to clear then reconnected and changed the batteries. Nothing further reported.

Manufacturer narrative:
The up arrow button did not respond due to corroded keypad trace. Unable to perform functional testing and verify no delivery alarm and prime anomaly due to button keypad anomaly. Device received with cracked display window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip, and cracked reservoir tube.